Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott for analysis. Without the device to examine, no determination can be made as to the root cause of the reported balloon detachment.

Event description:
Reporting status: malfunction. Reporting rationale: balloon separation/no medical intervention has caused or contributed to pt injury previously. Device issue: balloon separation. It was reported that the balloon of the voyager balloon catheter came off of the distal end of the catheter. This occurred while trying to load the device onto the guide wire. The balloon catheter never entered the pt's anatomy. Reportedly, there was no pt injury. No add'l event or pt info is available.